Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the device exhibited backup vvi operation due to telemetry coil assembly dislodging form its normal position.